Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged during the pre-discharge check, the day after it was implanted. The patient underwent a procedure wherein the lead was successfully repositioned. This ra lead remains in service. No additional adverse patient effects were reported.